Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4), UDI field (d4) concomitant product UDI for cx 18cm is (B)(4).

Event description:
It was reported that a patient with this inflatable penile prosthesis ipp presented with a nonfunctioning pump. An ultrasound was performed, and no fluid was noted within the device. As a result, the patient underwent a surgical intervention, during which the physician suspected the fluid loss was due to a connection issue rather than a puncture, as no visible holes were identified. The device was explanted and replaced. No patient complications were reported.